Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the provided information and since no product was received it was not possible to determine whether the experienced issue is related to a device failure or user technique. However, internal actions has previously been initiated regarding this issue. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient with acute type b aorta dissection with complications underwent repair on (B)(6) 2016. The patient's anatomical form including diameter of the access route was suitable for the procedure. The delivery system was advanced to the target site by right femoral approach. After deployment of the stent graft as usual, the user felt unusual difficulty in removing the trigger wires. However, he could remove them forcibly and the stent graft could be placed with no problem. Patient outcome: there have been no adverse effects to the patient reported.